Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead micro-dislodged. It was confirmed by fluoroscopy. The cause could be attributed to patient who raised her arm and the rv was recently implanted. The rv lead exhibited some pacing thresholds fluctuations and the device was reprogrammed. The rv lead was later explanted. No additional adverse patient effects were reported.